Event description:
The customer reported to olympus the entire screen turns black (black out) on the bronchovideoscope during preparation for use. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was not confirmed. However, an unrelated reportable malfunction was identified during the evaluation; the connecting tube had peeling coating (more than 1 mm2). Additionally, the evaluation found the following non-reportable malfunction(s): the angle of curvature in the up direction did not meet the specification due to wear of the angle wire; the bending section cover adhesive was floating; insertion tube rotation ring had stain; connecting tube was dented; the universal cord was crushed; the connecting tube protector was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The costumer reported that the intended procedure was therapeutic and was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "insertion section coating peeled off" issue would likely be a stress on the insertion section such as: physical stress such as by rubbing/ hitting the insertion section, chemical stress from reprocessing not recommended by IFU (reprocessing manual), stress from inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.). The probable cause of the "no image" malfunction would likely be a conduction failure caused by fluid invasion on the scope connector, stain at the electrical contacts of the connector, breakage of the image sensor unit, or the like. The ¿insertion section coating peeled off¿ event can be prevented by following the instructions for use which state: 3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending. Section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. The ¿no image¿ event can be prevented by following the instructions for use which state: important information please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.